Event description:
It was reported that the connector at the proximal end of the guidezilla fell off. The 28 x 2.25, 99% stenosed target lesion was located in a severely tortuous and moderately calcified left circumflex artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the connector at the proximal end of the device had fallen off. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable.